Manufacturer narrative:
The device was in use for treatment. The cable was discarded by the facility; and therefore, cannot be returned for analysis. A review of the device history record could not be performed as the lot number of the device is unknown. Additional information has been requested but not provided. The instructions for use (IFU) informs the user that the cable can be re-sterilized by oscor eto gas sterilization a maximum of two times. Precautions are provided to the user: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death. A follow-up report will be sent if additional information becomes available.

Event description:
The customer reported that after several manipulations of this adapter by the nurses, the outer sheath breaks and the internal wire is seen. As a result there is intermittent pacing. There was no report of any adverse patient effects from this event.